Event description:
It is reported that 911 was called to customer to treat low blood glucose. Customer's blood glucose reading is 19 mg/dl. Customer had a seizure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. MDR # 3004209178-2013-93267 for insulin pump.